Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer has been experiencing issues with the site, which has caused high blood glucose. Caller stated that there was a kink in the tubing. The customer's blood glucose ranged between 300mg/dl-500mg/dl. Customer stated the cannula was bent. The customer was unable to troubleshoot at this moment.